Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was vomiting, dehydrated, and has gastroparesis. The blood glucose reading at time of his hospitalization was 250 mg/dl. The customer's blood glucose at time of the call was 81 mg/dl and he treated with a manual injection. The blood glucose increased up to 220mg/dl. Troubleshooting was performed and the settings in the device was correct. Ran a fixed prime and high pressure tests and passed. No further information was reported.